Manufacturer narrative:
Samples have been rec'd from the customer. Medex has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is completed.

Event description:
The reporter stated that they are experiencing a fluctuation of the readings while using the transducer. No pt injury or treatment associated with this event. Actual date of event unk.